Manufacturer narrative:
(B)(4). Date of event: publication year of 2015. Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the device history records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: single institutional experience of 410 cases of type b & type c (querleu morrow classification) laparoscopic radical hysterectomy. Authors: puntambekar sp, sugoor d, joshi g, puntambekar sp, kumbhare s, sharma v, parikh h. Citation: journal of minimally invasive gynecology 22 (2015) s1¿s253. The objective of this retrospective cohort study was to describe the authors¿ 12-year experience in type b and c laparoscopic radical hysterectomy. There were 410 patients with cervical and endometrial cancer who underwent laparoscopic radical hysterectomy by pune technique between september 2002 to december 2014. Laparoscopic type b or c radical hysterectomy with bilateral pelvic lymphadenectomy was performed by resecting the cardinal and uterosacral ligaments with ligasure¿ or the harmonic¿ shears. Twenty-eight complications were handled intraoperatively. Seventeen patients developed late postoperative complications. In conclusion, the authors reported that laparoscopic radical hysterectomy by pune technique is easy to perform with equivocal oncological clearance and results accompanied by standard laparoscopic benefits and should be the standard of care in stage ia1 to iia2 of carcinoma cervix and stage ii & iii of carcinoma endometrium.